Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the display on his infusion device is giving problems. Pt stated some of the segments are not completely visible especially those that indicates the bolus. Pt reported he can't understand what is written on the display. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.